Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue that the alarm does not power on with new batteries. The alarm powers on when using an external power supply and/or when using a 9v adapter. The battery springs and flat contacts are corroded from battery leakage and there is battery leakage inside the battery compartment. The battery door is missing. The green overmold is cracked on the front and there is a dent in the overmold. Note: instructions for use has a warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. (B)(4).

Event description:
The customer reported that during set-up, the alarm would not power on. The customer reported that they replaced the batteries with a new supply and that there is no visible damage to the outside of the alarm. The customer did not specify the date when this was first discovered. There was no pt incident or injury that occurred.